Event description:
An aneurx stent graft was implanted for the endovascular treatment of a abdominal aortic aneurysm . The main body was 6cm bellow the renal arteries. It was reported the patient returned 17 years later, with a 90 mm ruptured aaa above the stent graft. The physician decided to implant an endurant iis bifurcated stent graft system. Both limbs went inside the current aneurx limbs. On the final angiogram a type ia endoleak was observed. The physician treated the type ia endoleak by implanting an endurant cuff. After implanting the cuff, the physician did a final angiogram run and the endoleak had resolved. As per the physician the cause of the event cannot be determined.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Year valid only. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information was received: it was confirmed that the aneurx stent graft did not cause the rupture. The aneurx graft had fallen significantly below the renals and it was confirmed the rupture occurred a couple centimeters proximal to the aneurx graft. It was confirmed the aneurx graft had migrated 60mm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.